Manufacturer narrative:
This report is being supplemented to correct the aware date previously reported on the initial medwatch (g3 should have been 13sep2022 and not 14oct2022 on mw 113401/ b3. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Selected no in error. The device was returned to olympus for evaluation and the customer¿s allegation of not working was confirmed. A faulty board set had caused no image with 180 model scope series. Additionally, the device evaluation found a damaged programmable input processor (pip) connector, a worn out video connector latch causing poor connection with the pigtail connector and a the text on the front panel was faded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the scope connector cable (pigtal) on the evis exera iii video system center was not working prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.